Manufacturer narrative:
B3/d10 therapy date: (B)(6) 2026. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set leaked from the most proximal y-site during an iron infusion. The infusion was stopped. There was no report of patient injury or medical intervention associated with this event. No additional information is available.